Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time requiring a second device to be used. The procedure was completed successfully without a clinically significant delay.

Event description:
It was reported that during a cranial procedure, the perforator bit did not stop spinning at the desired time requiring a second device to be used. The procedure was completed successfully without a clinically significant delay.

Manufacturer narrative:
H2: correction - changed to adverse event only, no device problem found. H2: device was evaluated. H6: the quality investigation is complete.